Event description:
It was reported that the insertable cardiac monitor (icm) exhibited episodes of under-sensing. No intervention was performed. Patient condition is unknown.

Event description:
New information received notes that the patient is in stable condition and will be further monitored.